Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd). The patient was hospitalized for six days and treated with unspecified antibiotics. The cause of the peritonitis was a breach in aseptic technique. At the time of this report the patient had recovered from this event. The pd catheter had been removed and the patient had been started on hemodialysis. No additional information is available.